Event description:
This was a left-sided lead extraction procedure to remove one non-functional lead. The initial plan was to remove the rv pacing lead and upgrade. An lld was used to prep the lead and a 12f glidelight laser sheath was used to lase. During extraction of the rv lead, the ra lead (not planned for extraction) pulled back in almost a figure eight. The physician then elected to extract the ra lead as well using the 12f glidelight. Approximately 5 minutes after the leads were removed, the patient's blood pressure declined. After the leads were extracted, the physician was not satisfied with access and pushed the outer sheath forward, which created a hole in the innominate/svc area. The surgeon, who was already in the room, performed a sternotomy and confirmed that pushing the outer sheath forward is what caused the injury as he identified the dropped wires in the pleural cavity. After repair of the initial hole/tear was completed, it was identified that there were additional holes that needed repair. Repair was completed and a new epicardial system was placed by the surgeon. This event is being attributed to the glidelight as it was the outer sheath packaged with the device that caused the injury.

Manufacturer narrative:
(B)(4).